Event description:
It was reported that the patient presented in clinic for normal generator change. During procedure, it was noted that the new implantable cardioverter defibrillator (ICD) implanted exhibited failure to capture, failure to sense, and high pacing impedance. It was suspected that there was a connection issue on the header causing the issues. The ICD was not implanted, and another ICD was implanted on (B)(6) 2025. The patient was stable.

Manufacturer narrative:
The reported events of failure to capture, failure to sense, high pacing impedance, and connection problem were not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis of device image indicated the device was within normal range of operation. Further analysis of the device¿s telemetry, lead impedance, pacing, sensing and high voltage charging were found to be normal. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. No other anomalies were found.